Event description:
It was reported that between 5:55 am and 6:05 am on (B)(6) 2025, all units admitted to the sdu central station experienced a complete communication loss and went offline. The issue was promptly addressed by the biomedical equipment technician (bmet), who performed a system reboot of the central station. No adverse events or patient harm were reported as a result of the downtime.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Manufacturer narrative:
Upon investigation, the customer learned that their it department had performed a network switch upgrade on the same date, which caused the offline condition. According to the instructions for use, when an infinity m300 device goes offline at the central station, an audible tone sounds at the m300/m300+, and an offline message is displayed on both the m300/m300+ and ics to alert the user. The customer¿s biomed team rebooted the central station, which resolved the issue. There was no device malfunction.

Event description:
It was reported that between 5:55 am and 6:05 am on (B)(6) 2025, all units admitted to the sdu central station experienced a complete communication loss and went offline. The issue was promptly addressed by the biomedical equipment technician (bmet), who performed a system reboot of the central station. No adverse events or patient harm were reported as a result of the downtime.